Event description:
It was reported that during a procedure, there was high impedance of >40000. The 3rd electrode tested consistently high on all 3 voltage levels. The extension was removed and the lead was tested, which had normal impedance values. When it was cleaned and reconnected to the extension, the same contact was high in impedance. The extension was not functioning at the time of implant. The extension was replaced with a different new extension and the impedances were then normal. As a result of this event, a different product was used. The issue was resolved by using a different extension but the cause of the issue was not determined. No patient symptoms reported and the patient was alive with no injury at the time of this report. It was later reported that the patient was doing well now with effective therapy and the product was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), product type: extension. Product ID: neu_unkn own_lead, serial# unknown, product type: lead. (B)(4).